Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, self-test, and a21 error test. The unit passed all operating currents tested within the specified range and passed the off no power test. The unit had a cracked reservoir tube lip, a cracked case near the display window corners, and had a severely scratched display window.

Event description:
The customer's father called in to report that the customer had low blood glucose levels. The customer's blood glucose level was 50 mg/dl. The caller reported that he was trying to give customer insulin but could not see how much and ended up over-delivering insulin to the customer. The caller stated the display was scratched and he was unable to read it. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.